Manufacturer narrative:
The pump had unresponsive buttons due to moisture damage keypad traces. The pump was also received with traces of moisture on the lcd per visual inspection. The pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 97 mg/dl. The customer stated that he had water under the lcd screen and went into the pool. The customer stated that there were no cracks or other issues with the pump. Customer was advised to discontinue use of the device and to revert to a backup plan.